Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after an aflutter case, a pericardial effusion was noticed. They reported that during a standard check for a pericardial effusion, the patient¿s blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis and 160ml of fluid was removed. The patient was reported to be in stable condition. The physician believes the pericardial effusion was caused by burning inside the coronary sinus (cs). Additional information received indicated the adverse event was discovered post use of biosense webster products. The event occurred during the ablation phase. Physician's opinion on the cause of this adverse event is that it was procedure related. The patient¿s outcome from the adverse event was reported as fully recovered. Transseptal puncture was performed using a brk needle. Prior to noting the cardiac tamponade, ablation had already been performed. There was no evidence of steam pop. Irrigated catheter was used in the event, the flow setting was max irrigation. Correct catheter settings were selected on the generator and the pfump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used was range/time. No additional filter used with the visitag. Color options used prospectively was surpoint average.